Event description:
Complainant alleged that the clinicians were attending a pt in cardiac arrest. The pt was defibrillated five (5) times at 150, 200, 300, and 300 joules, respectively. The device would not allow the clinicians to increase the joule setting to 360 joules. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering dept was unable to duplicate the reported malfunction.